Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that during patient follow up 8 years later, the stent graft has migrated 20mm distal to the renal arteries. Four days later intervention was performed with the implantation of an endurant aui and an endurant limb extension. The contralateral limb was occluded with the use of 2x 16mm amplatzer plugs and a fem-fem was successfully performed. The issue was resolved. Per the physician, the cause of the event was due to patient anatomy with elongation and dilation of the aorta. No additional clinical sequelae were reported and the patient is fine.